Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a crack above the screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with peeled keypad overlay by left hand side near bolus buttons, minor scratched display window corners, cracked at display window corners, cracked reservoir tube lip, broken pump belt clip and missing end cap sticker.